Event description:
It was reported that during the procedure the wire was slippery and stuck in the lead. The lead was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary:the full lead was returned and analyzed. The distal conductor of the lead was obstructed due to a stylet/guidewire stuck in the lumen and visual summary analysis of the lead indicated damage at implant. The analyst also noted:medtronic guidewire stuck in lumen distal end. Guidewire appears to have looped-back on itself and is stuck in distal tip end.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.